Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first noticed the product issue on (B)(6) 2018 at 10pm, , when she obtained blood glucose readings of ¿299, 477 and 388 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that she manages her diabetes with insulin, ¿toujeo 45 units in the morning and humalog sliding scale¿. It is unclear if the patient made any changes to her normal diabetes management. The patient reported that at 11 pm on (B)(6) 2018 she developed symptoms of ¿dizzy and coma¿, which she related to being hypoglycemic. The patient stated that at 11.10 pm, in response to the symptoms, she consumed some carbs and drank some soda. At 11.45 pm the patient reported she administer a ¿glucagon injection. The patient reported that on (B)(6) 2018, a blood glucose result of ¿40 mg/dl¿ on a hospital meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.